Event description:
The dome detached. Incident occurred during traction removal. The medicine administered to the patient was racol, ceredist, famotidine, mucodyne and revotril. Flush with rice vinegar was done after medicine administration. Indwelling period was 150 days. The dome portion was collected from excrement and discarded.